Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply was not working. No power. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Corrected if other provide code from "device discarded" to "device in not under warranty" corrected section: h6 corrected evaluation method code from [4115} device discarded to [4114] device not returned device not under warranty.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply was not working. No power. A replacement device was used to complete the procedure. The hospital did not report any patient effects.